Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for urological care. Based on the evaluation, no abnormalities and damage on the catheter. Water has been inflated into the catheter. No water leakage observed. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: method for use (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (6) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (7) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (8) do not use in patients who are or have been allergic to natural rubber latex. The actual/suspected device was inspected

Event description:
It was reported that the catheter fell out on the 3rd day of use. It was stated that the distilled water was added to the catheter which had been removed for reproduction but the cuff swelled without any problem. It was also mentioned that there was no balloon rupture or tear. Per follow up with ibc on (B)(6) 2021, after spontaneous removal, it was reported that the balloon was inflated without any problem when water was injected again for confirmation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out on the 3rd day of use. It was stated that the distilled water was added to the catheter which has been removed for reproduction but the cuff swelled without any problem. It was also mentioned that there was no balloon rupture or tear.